Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 123mg/dl. A supply change was performed to address the occlusion alarms. A system check was performed on the current supplies, in which no occlusion alarms had been received, and the pump performed as intended.